Event description:
A caregiver at a nursing home reported that the adc freestyle libre reader would not turn on with neither button press nor test strip insertion. The customer subsequently experienced the symptom of sweating and lost consciousness. The customer was determined to be hypoglycemic and treated with gluco-gel by a healthcare professional. There was no reported of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. Reader did not power on with button depression, strip insertion, or insertion of usb cable after charging. A power surge message appeared and usb damage was observed on the reader. The complaint was not confirmed due to a use issue, no malfunction or product deficiency was identified. (Serial no) was updated based on returned product.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver at a nursing home reported that the adc freestyle libre reader would not turn on with neither button press nor test strip insertion. The customer subsequently experienced the symptom of sweating and lost consciousness. The customer was determined to be hypoglycemic and treated with gluco-gel by a healthcare professional. There was no reported of death or permanent injury associated with this event.